Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
Prior to the procedure a metriq irrigation tubing set was selected for use. A broken piece of material was found in the tube when flushed. The tubing set was replaced and the procedure was completed without any patient complications.